Manufacturer narrative:
The explanted lens was not available for evaluation. Investigation of this event is still in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens was explanted from patient's right eye due to dislocation and anterior vault. A replacement lens of different model was implanted. As per the physician, the patient may need further intervention to correct posterior chamber haze and astigmatism.

Manufacturer narrative:
It was determined that the event on (B)(6) 2017 was reported twice to FDA under report number 0001313525-2017-02742 and report number 0001313525-2017-02673. The conclusion of the investigation is captured in this report (0001313525-2017-02673). The lens was returned for analysis. Visual inspection found one haptic torn nearly in half. Cause of damage could not be determined. The delivery device was not returned. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
Reportedly, the patient had a follow-up procedure to correct the astigmatism at a different facility. The patient has recovered since then.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that one week post surgery, the implanted iol in the right eye was found to be dislocated due to an incorrect placement of the inferior haptics in the sulcus. Reportedly the patient underwent surgery to reposition the lens 3 times. Anterior vaulting of lens with pupillary capture was observed after the haptics were repositioned into the bag. Additional details for the event were requested but were not received.